Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2020. The cause of death was unknown as the caller did not check the death certificate. The caller stated that the customer had low oxygen, pneumonia, asthma, chronic obstructive pulmonary disease, amputations, eye issues, spinal issues, and a possible prolonged low blood glucose that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected more than 48 hours prior to passing, on (B)(6) 2020. The customer was not using sensors. The caller stated the customer's brain stopped working on (B)(6) 2020. The caller stated the customer appeared to be hypoglycemic and they gave them glucagon before they became unconscious and paramedics were called. The customer was at 115 mg/dl after glucagon was administered. The paramedics thought the customer had a stroke. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08740 inches. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.